Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was hospitalized for high blood glucose. The customer¿s blood glucose level was 278 mg/dl at the time of the incident. The customer reported that the patient was hospitalized in (B)(6) 2017 with blood glucose of 479 mg/dl. The customer also had an unexpected restart alarm which occurred even after changing battery. The customer was wearing pump at the time of hospitalization. The customer was on intravenous drips. The customer declined troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, displacement accuracy test and displacement test. No unexpected restart error alarms were noted. The device was received with cracked case at the battery tube threads, cracked reservoir tube lip, minor scratched display window and scratched case.